Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer treated with insulin pump. Customer's blood glucose value was 444 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer was hospitalized on (B)(6) 2017 due to diabetic ketoacidosis caused by hyperglycemia. Customer was wearing insulin pump. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.